Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was not working properly and insisted that they did not enter any carb amount at the time of the events. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Per (B)(4) ¿ r&d engineer. Analysis: 1st event customer reported first event happened on (B)(6) 2022 that bg reached 57 mg/dl around 10 pm cl reports reflected 2 meal bolus just prior , first carb amount was 28 and bolus related 1.1u , second carb amount was 49 and meal bolus related was 1.95u customer claimed didn't enter the carb amount and wasn't aware about the delivered bolus 1st meal bolus: (please see attached for data from the history file). Here are the corresponding long traces that confirm the button presses: (please see attached for data from the long traces). 2nd meal bolus: (B)(6) 2022 21:20:47.000 mealwizardestimate (62) (please see attached for data from the history file). Here are the corresponding long traces that confirm the button presses: (please see attached for data from the long traces). And the following bg reading records (please see attached for data from the history file). 2nd event customer reported second event on (B)(6) 2022 that they enter bg reading 290 mg/dl and they didn't enter any carb amount and confirmed pump system (bolus wizard) wasn't showing carb amount at the time of the delivery cl reported reflected carb amount of 26 has been entered along with the bg reading of 260 mg/dl around 1:30 am and meal+correction bolus of 1.55 has been delivered here are the bg reading records: (please see attached for data from the history file). Here are the corresponding long traces that confirm the button presses: (please see attached for data from the long traces). 3rd event customer reported third event on (B)(6) 2022 that suddenly received a bolus delivery beep then bg reached 84 mg/dl around 03:48 am customer claimed that they didn't enter carbs or delivered a meal bolus cl reflected carb amount of 60 has been entered and meal bolus of 2.4u has been delivered here are the meal bolus records: (please see attached for data from the history file). Here are the corresponding long traces that confirm the button presses: (please see attached for data from the long traces). Here is the conclusion I can make based on my analysis: ¿ pump downloaded history records matches the user observations. ¿ meal boluses were programmed and started by user. ¿ the pump behaved as expected. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at(B)(4). The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump was programmed and monitored for 2 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download. Please see below for the pump errors/alarms noted 1 week prior to the event date 14-aug-2022 in the formatted history file. (B)(6) 2022 22:28:56.000 alarmalertnotification (40) faultnumber: sensorexpiredalert (794) (B)(6) 2022 23:39:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2022 23:55:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2022 00:11:00.000 alarmalertnotification (40) faultnumber: checkconnectionalert (795) (B)(6) 2022 00:11:15.000 alarmalertnotification (40) faultnumber: changesensor3alert (789) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor expired alert, lost sensor alarm, check connection alert, or change sensor alert noted during testing. Sensor expired alert not confirmed. Lost sensor alarm not confirmed. Check connection alert not confirmed. Change sensor alert not confirmed. The pump passed the functional testing. Cybersecurity - hacking allegation not confirmed. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.